Manufacturer narrative:
Device evaluation the pipeline flex pushwire was returned for evaluation without the pipeline flex braid, which was implanted in the patient. The catheter was not returned; any contributing factors from the catheter could not be assessed. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was observed to be bent approximately 36 to 37cm from the distal tip coil. The pushwire was found to be separated at 96cm from the distal tip coil. Based on the analysis findings and event details, the report of pushwire separation was confirmed. The fracture surfaces exhibit ductile dimple features that are indicative of tensile overload. It is possible that the bent pushwire and resistance during retrieval may have contributed to the reported issues. However, the cause for resistance could not be conclusively determined. The damages seen on the proximal wire (bending) and hypotube (stretching) indicate that excessive force was used, which may have subsequently caused the pushwire to become separated. Per our instructions for use, the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex was implanted in the patient; the delivery system has not been returned for evaluation. The event could not be confirmed and the event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report of pipeline flex push wire break during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the internal carotid artery (ica). The aneurysm had a max diameter of 10mm and neck diameter of 6mm. Landing zone artery size was 4.0mm proximal and distal. Vessel tortuosity was minimal. The devices were prepared as indicated in the IFU. The guide catheter and catheter were placed, then the physician began advancement of the pipeline flex. During advancement, the physician stated that the push wire bent. It was reported that the hypotube pusher was examined and there was no visible sign of kink or bend. The physician did not experience any resistance and proceeded with pipeline flex advancement. At deployment, the pipeline flex was being dragged from the m1 to the ica and jumped more proximally than intended. The pipeline flex was recaptured and re-deployed in order to reposition. The physician noted that recapturing required more force than usual. The pipeline flex was re-delivered more distal to the neck of the aneurysm. The physician continued deployment by pushing the wire. The physician noted the push wire felt "very loose" when pulled, but had no problem pushing. The physician stated that he believed the push wire may be broken. Because the pipeline flex was deploying without any issues, the physician completed deployment. The catheter and pipeline flex delivery system were removed together without any issue. After removal, the push wire was observed to be broken in the middle section. No broken segments remain in the patient. There was no report of patient injury as a result of this event. Post-procedure angiographic result was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.